Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Bg was addressed via consumption of carbohydrates. Customer updated their pump settings to address the event.